Event description:
It has been reported to co that the coating on the wire scraped off during the procedure. The physician inserted the wire into the pt through the guide catheter. The physician noticed that the coating of the wire was scraping off. The pt is reported to be fine.